Event description:
A surgeon reported, 'chatter' in lasik flap and bed (stromal), flap was able to be lifted, and case was completed. Upon f/u, surgeon remarked no injury occurred, with regards to this case. No further info was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4). The MFR internal reference number is: (B)(4).